Event description:
It was reported that the 6800 system locked up and shut down during a case. The 6800 system could not be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor, video controller board was replaced the service call. The system was tested and found to be working as intended and put back into service.